Manufacturer narrative:
The lead was not returned for analysis. Based on the report, it does not appear that the issue was device related. The surgeon expressed that he would use the paddle lead for this patient for the reimplant. Device is not available for return.

Event description:
It was reported to nevro that a patient experienced cardiac arrest while undergoing the implant procedure. During the lead insertion, the anesthesiologist noticed a change in patient's heart rate and the patient was coding. The case was aborted and the wound was closed. The device was not implanted. This event occurred before any stimulation was delivered. The lead was being implanted at the time when the heart rhythmic changed. The physician did not believe that it was device related. The patient does have a non-dependent pacer implanted. The report indicated that the patient had recovered post-op.